Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that one call service alarm had occurred; there was no other activity related to the complaint noted in the pump history. Rewind, load, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no "loss of prime" alarms occurring. During testing, a "loss of prime" warning was induced, and the pump properly emitted an audible and visual alert. During testing, a bolus was attempted with no cartridge in the pump, and the pump appropriately emitted an audible and visual alert. The complaint could not be confirmed or duplicated on investigation. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump did not give a no prime warning when the cartridge was out of the pump. This report is made based on the allegation that the pump was not alarming appropriately to alert the user of an issue.